Manufacturer narrative:
(B)(4). The patient was reportedly in their 60s (years). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis and treatment for the event were not reported. It was reported that dianeal and extraneal therapies were stopped, and the patient switched to hemodialysis; however, it was not reported if this occurred before or after the onset of peritonitis. Patient outcome was not reported. No additional information is available.